Event description:
There is no new patient or event information to report.

Manufacturer narrative:
H6: method code: analysis of production records (3331). Investigation ¿ evaluation: it was reported, during the treatment of pph (post-partum hemorrhage) using a bakri tamponade balloon catheter, the device leaked. There was leaking noted during the inflation. The operator removed the device immediately. Leakage through a pinhole was found on the shaft. The blood loss volume prior to device placement was 800ml and the blood loss after placement was 200ml. The nature of the pph was weak contraction of lower uterine segment. Hemostasis was achieved with b-lynch suture. A visual inspection and functional testing of the returned device was conducted. A document based investigation was also performed including a review of complaint history, device history record, specifications, the instructions for use, and quality control data. One bakri tamponade balloon catheter was returned for investigation. Inspection of the returned device noted: the device was returned in used condition. Clear liquid was observed inside the balloon and catheter shaft. The stopcock was attached to the inflation line and was in the closed position. A functional test was performed on the open device by inflating the balloon with tap water. No leak was detected from the distal port, balloon, balloon bonds, or catheter shaft. The stopcock is secured to the inflation line fitting; no leaks were observed at the stopcock when in the closed position. Additional water and firm pressure was applied to the device, which did not reveal any leakage. A review of the device history record (DHR) found no non-conformances related to the reported failure mode. A review of complaint history records shows no other complaints associated with the complaint device lot. Because there are no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other lot related complaints that have been received from the field, it was concluded that there is no evidence that nonconforming product exists in house or in field. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: how supplied "upon removal from the package, inspect the product to ensure no damage has occurred." A review of relevant manufacturing documents was conducted. It was concluded that the device aspect in question was visually/functionally inspected by quality control and no related gaps in production or processing controls were noted. The complaint was not confirmed, as the device functioned as intended. Evaluation of the returned device could not re-create the failure mode. The risk analysis for this failure mode was reviewed, and it was determined that no additional risk mitigating activity is required. We will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
(B)(4). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported, during the treatment of pph (post partum hemorrhage) using a bakri tamponade balloon catheter, the device leaked. The device was placed with sponge forceps, and the operator began to inflate the balloon. There was leaking noted during the inflation. The operator removed the device immediately. Leakage through a pinhole was found on the shaft. The blood loss volume prior to device placement was 800ml and the blood loss after placement was 200ml. The nature of the pph was weak contraction of lower uterine segment. Hemostasis was achieved with b-lynch suture. There were no reported adverse effects due to the alleged malfunction.